Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the battery compartment was cracked in the thread area and below the grip pad. No battery cap was returned with the pump. A test battery cap was used to complete all testing. The test battery cap was able to be fully secured to the pump. No power losses occurred during testing. Evidence of moisture contamination was found inside the battery compartment. The pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. A leak test was performed and a leak was found at the battery compartment crack. The pump cover was removed and no evidence of moisture contamination was found inside the pump. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn in the center. The audio bolus button responded appropriately to button presses despite the cover damage. Also unrelated to the complaint, evaluation revealed that the display was found to be dim and discolored. The complaint of the pump losing power intermittently was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was losing power intermittently. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.